Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material in the nozzle. The foreign material may not have been removed due to an imperfection of proper reprocessing caused by leakage at the bending section cover (a-rubber). The cause of the leak could not be further identified from the investigative results. Regarding handling and reprocessing by the user, deviation from the instructions for use (IFU) was not confirmed. The IFU states in the following to contact olympus in case leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU: " reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: peeling of scope connector label, leak from being section taped, cut in the switch button 1 with a large chip, low angulation up/down/right, minor dents, and scratches. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air/water channel blocked during preparation for use. During inspection and evaluation, nozzle required clogged advanced diagnostics (ad). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.